Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined corrected data: the patient and device codes have been updated to reflect the additional information.

Event description:
Further information provided indicated that the reason for the surgery was due to device migration. Further information was requested but not provided to the manufacturer.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2019-11009. It was reported that the patient underwent surgical intervention wherein the right drg lead at s1 was to be revised. During the procedure, the physician explanted the devices. The reason for the procedure is not known at this time.